Event description:
While placing resolution clip in the stomach, the clip broke in half. Half remained clipped in place as intended but the half that broke was found and suctioned up through the scope. Second clip placed to prevent bleeding to polypectomy site.